Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Tandem customer technical support was unable to determine cause of occlusion as customer declined to continue troubleshooting. Reportedly, the customer changed pump supplies as necessary and resumed insulin.